Event description:
Home pd patient's titanium adapter came off of pd catheter while at home. Mom placed blue clamp and covered exposed tip with gauze with alcavis and called pd nurse on call. Patient brought to facility for pd catheter repair. Pd catheter repair done by pd nurse on call, new titanium adapter and transfer applied. Patient discharged home with mom with instructions to treat for system break. Patient with similar incident twice previously.